Event description:
Opacification of the front and back surface of the iol, without intraocular inflammation. Clinically presumed calcification. Visual acuity: no light perception. The lens remains implanted.